Manufacturer narrative:
Corrected although a possible temporal association exists between fresenius products and the patient experiencing drain complications during peritoneal dialysis treatment while concurrently having observable fibrin in the effluent and peritonitis; there is no documentation that shows a causal relationship between fresenius products and the adverse events. Fibrin in the effluent is a known potential source for drain complications during peritoneal dialysis treatment. The etiology of peritonitis cannot be determined with the information currently noted in the complaint file. Should additional information become available this clinical investigation will be re-evaluated. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis nurse called for assistance with drain complications with her patient. The nurse reported that the patient had peritonitis and fibrin. The nurse was advised that the drain complications could be caused by the fibrin. Additional information has been requested.